Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed, and no evidence was found recorded in history. During analysis, the reported problem was not able to be duplicated. Service will reinstall software as a precaution and perform a full preventive maintenance and all functional tests. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a smiths medical, cadd solis pump had an error code 46876, upgrade to version 5. No patient involvement.